Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. Three years post the initial stenting procedure where an unknown size taxus express2 stent was implanted in the proximal left anterior descending artery, the patient presented with an acute myocardial infarction (mi). An unknown time prior to the thrombosis, the patient had ceased taking plavix and had more recently stopped taking aspirin in preparation for a colonoscopy. In-stent thrombosis was identified in the proximal left anterior descending artery and the vessel had a timi flow of 0. The thrombus was removed with a thrombectomy catheter and the lesion was dilated with a 2.0x15mm maverick2 balloon. Both a 2.5x24mm and a3.0x15mm non-bsc stents were placed in the lesion. No patient injuries or complications occurred. Patient's status is satisfactory. Post procedure stenosis was 0% and the patient was placed on effient for fifteen months and aspirin for life.

Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. (B) (4)